Event description:
Boston scientific received information that the patient with this device was presented in the emergency room with a heart rate in the 30s. The device was interrogated and was found unable to pace. The device was at elective replacement time (ert). Technical services was consulted and recommended to replace the device and return for analysis. A revision procedure was performed and the device was explanted. No adverse patient effects were reported during the procedure.

Event description:
The device was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, device data was insufficient to obtain battery status due to resets and the device indicated resets which occurred at or post-explant. Analysis of the data in device memory confirmed that successful lead impedance testing was performed on the date of explant. This testing confirmed an atrial lead impedance of 460 ohms and a ventricular lead impedance of 370 ohms. The results of this testing confirmed that the device was able to pace on the date of explant, as an output pacing pulse is required from the device to successfully measure lead impedances. The device memory confirmed that there were no daily r-wave and no daily lead impedance measurements for the last 52 week period in the ventricle. The data in the histogram table also indicated that the device was not programmed to pace in the ventricle since the day the histograms had been reset, on (B)(6) 2012. All information in the device memory indicated that the device had been programmed to aai mode prior to the date of the allegation, and therefore, no output would have been noticed on the ventricle. The reason for the shortened time from ert declaration to eol when analysis of the device began, could not be determined.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.